Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis did not identify any breaks along the fiber body. There was no anomaly identified with the returned fiber. Therefore, the reported event could not be confirmed. Although analysis identified devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber was forward firing, and the fiber broke after 18,926 joules of use and 5:59 minutes. The procedure was completed with another fiber without patient complications.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber was forward firing, and the fiber broke after 18,926 joules of use and 5:59 minutes. The procedure was completed with another fiber without patient complications.